Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. The lv (left ventricular) pacing impedance measurement was in the 300 - 400 ohm range, except for a value of 4047 ohms the first week of implant and an identical value for the last reading taken on (B) (6) 2010.

Event description:
It was reported that the patient alert sounded, and a carelink transmission showed lv (left ventricular) impedance greater than 3000 ohms. The patient was brought in, and all measurements were good. Review of save-to-disk data showed that the lv impedance was stable in the 300 range, but it twice measured greater than 3000 ohms. The patient will continue to be monitored by carelink. There were no reported patient complications as a result of this event.